Manufacturer narrative:
Exact date unknown, event occurred several years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ipg site pain for several years after a non device related implant procedure. The patient underwent a trigger point injection which provided temporary relief. The battery migrated and was also poking out causing discomfort to the patient and burning pain in the left flank. The physician prescribed tramadol and alleviated the issue.

Event description:
It was reported that the patient was experiencing ipg site pain for several years after a non device related implant procedure. The patient underwent a trigger point injection which provided temporary relief. The battery migrated and was also poking out causing discomfort to the patient and burning pain in the left flank. The physician prescribed tramadol and alleviated the issue. Additional information was received that the patients underwent an ipg revision procedure and was doing well postoperatively.